Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. The device alarm history was checked and there were some compromised force sensor system alarms. Customer's blood glucose was reported as normal no numerical value was given. The device is returning for analysis.